Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for routine in-clinic follow up. Upon device interrogation several episodes of inappropriate automatic mode switch caused by over-sensed noise were observed. Noise was non-reproducible. No interventions were made, and the physician elected to continue to monitor.